Event description:
It was reported that during an electrophysiology (ep) ablation procedure, a myocardial infarction (mi) and stroke occurred. The ablation was being performed in the left atrium (la) of the heart. As the ablation was being performed, the physician noticed a lot of noise on the (B)(4) catheter ablation signal. The signal would start out very clear, but within approximately 10 seconds, this signal would then become very noisy. The ablation parameters being used were 35 watts and 42 degrees in the temperature mode. To troubleshoot the issue, they switched out the cables to see if this would resolve the noise, but the noise continued to occur as before. Finally, while performing one of the ablations, the physician decided to simultaneously observe the ultra ice imaging catheter images. A large amount of air bubbles were found within the la. While assessing the patient status, it was discovered that the patient had trouble forming words after she was woken up. It was also determined that the patient had suffered an acute mi at the same time. A "stroke code' was called and a neurological evaluation was performed by a neurologist. It was determined that tissue plasminogen activator (tpa) therapy would not be given since too much time had passed (approximately 3 hours). Treatment for the acute mi was to aspirate a clot and then place a stent in the obtuse marginal (om) artery. No further complications were reported and the patient was discharged from the hospital 2 to 3 days after the procedure and is recovering.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).